Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during basal delivery. System check could not be performed with tandem technical support, as the occlusion alarm occurred in the past. Customer cleared the occlusion alarm and resumed insulin. Customer reported their blood glucose level was within target range.